Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day post-operation, hv lead impedance could not be updated. Device download and device reprogramming did not help in resolving the issue. Device replacement was recommended. Patient&#38112;condition was good. Patient will be scheduled for follow-up in hospital.